Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 8west tower had failed and required maintenance. A field service engineer walked the customer through mainly opening the doors and looking for bins sticking out. The customer found some bins, pushed them back in, and closed all doors. Upon reboot, they tried to recover, and only door one failed. All other doors had been recovered. For that one door, the field service engineer straightened the hinge to resolve the issue, so the hasp did not hit the bottom edge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower alerting system failed and could not be fixed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.